Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Tandem technical support instructed the customer to perform a system check, but no issues were identified. The customer changed the cartridge and infusion set and resumed insulin therapy.